Event description:
The customer reported to philips healthcare, "low battery error appearing." The effcia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator(model #861290) and will be reported in the united states under device model #861290. There was no patient involvement.

Manufacturer narrative:
(B)(4).